Manufacturer narrative:
It was reported that during treatment the perfusionist was unable to use the touch screen. Thus the device was directly involved in the event an caused the complaint. As stated via e-mail on 2020-10-13 by the technician no parts were replaced. All cables were reseated and the issue was never reproducible. Unit was fully tested and passed all tests. They let the unit run continuously for multiple days and no errors. A full safety checkout was done (see service protocol from 2020-09-19). A possible cause may have been a loose connector due to the information from the technician. Thus the failure could not be confirmed. As a most probable root cause a loose connector could be determined. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will be submitted when new relevant information becomes available.

Event description:
The following was reported from perfusion department: "ecls patients have hourly charting. The 1400 check was performed without issue. The 1500 check was due. At 14:45 the ecls specialist unlocked the cardiohelp using the lock/unlock button. The screen was unlocked but he was unable to use the touch screen to navigate between screens. He asked the perfusionist to come and look at the device. The perfusionist was also unable to use the touch screen. The perfusionist consulted the manual and it indicated that a console change out is required if the touchscreen becomes unresponsive. Perfusion shift change occurs at 15:00. The secondary perfusionist also attempted to use the touchscreen unsuccessfully. The mrp was made aware of the issue. With the support of the mrp the device was placed in emergency mode. The rationale for emergency mode is to continue to support the patient by maintaining the pump and having the ability to adjust the rpms while disable all alarms (screen is required for all alarm resets). Once in emergency mode the decision was made to undergo a hardware change out." Complaint number: (B)(4).